Event description:
Alcl case report. Right breast seroma associated alcl. History of bilateral breast augmentation. Right breast with polyurethane covered prosthesis (polytech silimed 30645 290l da 295ml).